Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that she thought she needed a tune up (reprogramming) because every once in a while stimulation went a little crazy on one side. The patient reported that it was almost like a buzzing feeling. There were no falls or traumas that could be related to this issue. There were no recent medical tests or electromagnetic interference environmental exposure that could be related to this issue. The patient reported that she followed up with her healthcare provider (hcp) and said to call for a manufacturer¿s representative (rep) to meet her for reprogramming. Additional information was received from the patient on 2017-08-03. The patient reported that the device was given program 3 and the buzzing had stopped. No further complications were reported.